Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 46 mg/dl. The customer was treated with food. The customer was experiencing low blood glucose for a week. After the troubleshooting was done, customer was advised that the infusion are recommended for 3 days use as well she should contact her healthcare provider for advice concerning low blood glucose. The customer was advised to monitor the insulin pump.